Manufacturer narrative:
A united states (us) customer called the siemens customer care center (ccc) to report that 10 patient samples were processed for lactate_2 (lac_2) on an atellica ch 930 analyzer when quality controls (qcs) recovered out of range in the instrument due to incorrect reagent constitution. A siemens technical application specialist (tas) reviewed the atellica configuration and confirmed that the configuration for patient qc violations was correctly set. Therefore, the instrument should have held patient results until qc was in range. The interim lab director will alert all staff to check qc before running patient samples. Siemens is investigating the event.

Event description:
10 patient samples were processed for lactate_2 (lac_2) on an atellica ch 930 analyzer when quality controls (qcs) recovered out of range on the instrument. These results were transmitted to a non- siemens lis (laboratory information system) and reported to the physicians. There were no corrective reports and patient samples are no longer available. There are no known reports of patient intervention or adverse health consequences due to the reporting of lac_2 patient results when the qcs were out of range. This MDR is being filed due to an abundance of caution since the results were reported when qcs recovered out of range and there are no samples available for repeat testing.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00162 on 27-may-2022. Additional information (17-oct-2022): siemens further investigated the issue and concluded that the instrument was performing as designed. The customer performed assay troubleshooting and discarded the reagent pack. A new reagent pack was prepared and loaded. A calibration was performed, and qcs were processed, which were all acceptable. The investigation conclusions code of section h6 was updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.